Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: MDR section codes updated/corrected: b, c, d, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported may have been the result of suspected infection as reported. The suspected prosthesis wear and infection could not be confirmed on the images provided. Additionally, potential contributions of user or patient-related considerations to the event could not be assessed as radiographs or relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) 320-01-46 equinoxe reverse 46mm glenosphere (B)(6) 300-30-10 - equinoxe preserve stem 10mm (B)(6) 315-35-00 - glnd kwire (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 320-46-00 - equinoxe reverse 46mm humeral liner +0. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that an 80 yo male patient who had an initial shoulder implanted, underwent a revision procedure approximately 6 years 10 months post the initial procedure. The patient was revised due to issues since their primary surgery, could be infection, but the surgeon wanted to make a report just in case. The surgeon suspects possible poly wear. There were no device breakages or surgical delays during the procedure. No x-rays were provided. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis as they were sent to pathology at the hospital. Device images were provided. No further information.